Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in an emergency case, the iab catheter was unable to be inserted in place. The iab was replaced to continue therapy. There was no reported injury to the patient.